Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was noted that the battery compartment was damaged. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/13/2017 with the following findings: a review of the black box showed no evidence of a sudden drop in voltage that would indicate overheating. The pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. The battery compartment was cracked in the thread area. Evidence of moisture was found inside the battery compartment, and the underside of the battery cap. The pump was run for 24 hours and no temperature related issues were duplicated. The current draws were within specifications. No temperature related issues were duplicated. The current draws were within specifications. A leak was found in the battery compartment. The pump case was removed to find no evidence of additional moisture inside the pump. No evidence of the pump overheating was found during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.